Event description:
Description of event: primary disease: clti (chronic limb-threatening ischemia) approached contralaterally from the right common femoral artery for a long tortuous and calcified cto in the left shallow femoral artery. The common iliac artery was calcified and the angle was steep, so terumo/destination 6fr 45cm had a hard time getting to the left shallow femoral artery. The ptx did not adapt the steep angle of the common iliac artery, and when the 0.014 inch wire guide (asahi intecc/gladius) was removed from the stent system and a 0.035 inch wire guide (terumo/radiofocus) was inserted, the wire guide did not advance within the delivery system. It appeared that the ptx delivery sheath had kinked when the 0.014 inch wire guide was removed. The procedure was completed using a boston scientific/ranger 6 x 150mm and a terumo/radifocus 0.035 inch stiff guide wire. Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: <physician's comment> I think I made a mistake by using a 0.014 inch wire guide, and I think pulling that wire guide out was the cause of the kink. I was caught off guard because other devices were passing through the steeping common iliac artery. 1-1 was the package damaged? No 1-2 how was the device stored? It had been stored in a vertical position. 4 prefix ziv6-ptx/zisv6-ptx: 4-1 are images of the device of procedure available? (No image available) 4-2 was the approach ipsilateral or contralateral? (Contralateral) 4-3 if contralateral, was the bifurcation angle tight? Yes 4-4 was pre-dilation performed ahead of placement of the stent? Yes 4-5 was post-dilation performed after the placement of the stent? N/a the stent was not placed with the complaint device. 4-6 details of the wire guide used (name, diameter, hyrdophyllic)? Asahi intecc/gladius mg, 0.014 inch, hydrophilic 4-7 details of access sheath used (name, fr size, length)? Terumo/distination 6fr 45cm 4-8 was the device flushed before the procedure, as per IFU yes 4-9 what was the target location for the stent? The left shallow femoral artery 4-10 was the patient's anatomy tortuous or calcified? (Yes: both of tortuosity and calcification) 4-11 was resistance encountered when advancing the wire guide or delivery system to the target location? Yes 4-12 how did the physician deal with this resistance? He changed the wire guide to a terumo/radifocus 0.035 inch stiff guide wire. 4-13 did the stent delivery system cross the target location? No 13 wire guide stuck / difficult to remove 13-1 was the stent device flushed through the flushing port before the procedure, as per IFU? Yes 13-2 how long was the procedure (from advancing delivery system to the moment when the user attempted to remove the device)? 10 13-3 details of the wire guide used (diameter, hydrophyllic, make)? Asahi intecc/gladius mg, 0.014 inch, hydrophilic 13-4 was the patient anatomy severely calcified or tortuous? (Yes: both of tortuosity and calcification) 13-5 was resistance encountered when advancing the wire guide or delivery system to the target location? Yes 13-6 how did the physician deal with this resistance? He changed the wire guide to a terumo/radifocus 0.035 inch stiff guide wire. 13-7 was any damage noted on the wire guide before, during or after the procedure? No 13-8 what was the target location for the stent? The left shallow femoral artery

Manufacturer narrative:
PMA/510(k) # p100022/s026 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-sep-2024.

Manufacturer narrative:
PMA/510(k)#: p100022/s027. This file was opened in response to a report from tokyo bay urayasu/ichikawa medical center, stating ¿shaft kinked¿. Device evaluation: the zisv6-35-125-6.0-140-ptx device of lot number c2046062 was returned for evaluation without original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation on 26 june 2024. Visual inspection: red safety button returned not pressed. Two kinks noted on delivery system, slight kink at approximately 27.5cm, and more pronounced kink at approximately 28cm from the white distal tip. Functional inspection: device flushes with no issue. 0.035" wireguide will not pass beyond kinks previously noted on delivery system. Stent able to be deployed as intended. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for lot number c2046062 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: there is evidence to suggest that the customer did not follow the instruction for use. The japanese packaging insert for the device, c-ci1502m02 rev002, states ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire¿. Image review: an image was returned for evaluation. Root cause analysis: a definitive root cause of user error of the incorrect size wireguide was established. The japanese packaging insert for the device, c-ci1502m02 rev002, states ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire¿. The complaint information states that a 0.014¿ wireguide was used. The use of a smaller than recommended wireguide would have provided insufficient support for the device and could have caused the kinking described in the complaint and noted in the lab evaluation of the returned device. This is supported by engineering input user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: trending will continue to monitor for similar events. Summary of investigation: this file was opened in response to a report from tokyo bay urayasu/ichikawa medical center, stating ¿shaft kinked¿. Confirmed quantity of (B)(4) device used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A definitive root cause of user error was determined. According to the information contained within the file, an incorrect size 0.014-inch wire guide was used. The device IFU states that ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire¿.